Event description:
It was reported, the patient experienced an infection, and an explant was performed. It was initially reported that the patient's healthcare provider (hcp) explanted the patient's catheter and left the pump implanted. The pump was explanted secondary to an infection of the lumbar site, which was e. Coli cultured. It was later reported that the patient had an infection at the spinal incision. There were no therapy related symptoms reported, but it was noted that the patient had not been receiving intrathecal baclofen therapy for long, as the pump was just recently implanted. The medication in the pump was baclofen. It was unclear what the dates were of the catheter and pump explants, and the patient outcome was not provided. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had his catheter explanted due to infection. The infection was diagnosed as meningitis 1 week after surgery. The patient experienced symptoms of fever and drainage, but had no meningeal signs or symptoms. The primary location of the infection was the lumbar region and culture was taken before the catheter was removed. The spinal fluid was clear and the wound looked clean, but pseudomonas/e. Coli were cultured. The patient's last refill was the day of surgery and perioperative antibiotics were given. The catheter was removed and the pump was left in place. The patient received intravenous (IV) antibiotics and the infection resolved. The pump was new and the patient did not experience withdrawal because he was on a low dose. The patient's risk factors before implantation were; decubitus ulcers, debilitated status, urinary tract infections, post-operative wound contamination with stool, incontinence contaminated wound. The patient was very immobile with multiple extremity contractures. The patient had percutaneous endoscopic gastrostomy (peg) and a suprapubic catheter. The doctor recommended that the patient have a colostomy before the catheter is replaced because he is incontinent of bowel. The patient was very contracted from multiple sclerosis and spasticity. The device system was used to deliver lioresal.

Event description:
Additional information received reported that the doctor thought the cause of infection was that they did not have the back wound (the opening from the incision) "covered sufficiently."

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2012 (B)(6). Product type catheter. Product ID, 8578 serial# (B)(4), implanted: 2012 (B)(6). Product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).